Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient allegedly experience big pains with sudden movement, difficulty with walking, and tiredness. Seven resections were done for the care of the patient. The patient gave birth including one with torn anal sphincter and one miscarriage hysterectomy with a burch in 2001 and had urodynamic exploration: sphincter deficiency. On (B)(6) 2003 motivated by stress urinary incontinence with posterior genital prolapse and rectocele stage 2: anterior colporrhaphy with prosthesis, associated with posterior colpomyoperinografrography under spinal anesthesia. There was fairly fluctuating urge with urinary losses. Daytime micturition frequency of 2 hours and night, rising 3 time and leukocyturia. There was migration into the bladder (bladder perforation) causing recurrent urinary tract infections resection of the ulcerous lesion of the bladder and removal of a calculus probably related to a piece of net of the tape on (B)(6) 2012. There was calcifications at the level of the bladder neck to a new resection of this ulcerous lesion and observation of the migration of the strip in the bladder neck on (B)(6) 2013 anatomo-pathology: superficial tumor of the bladder stage pta grade 1 persistent discomfort of the right iliac fossa on (B)(6) 2013; cystoscopy does not show re currence of bladder tumor. On (B)(6) 2014; cystoscopy shows again microcalcifications at the level of the bladder neck making evoke a new migration of the strip. On (B)(6) 2015 hospitalization for pelvialgia, especially when sitting and walking (B)(6) 2015; resection of the tape endoscopically using the laser (which erodes the bladder) and ablation bladder calcification and resection of a small reddish lesion on the posterior surface of the bladder (no malignant). On (B)(6) 2015 ultrasound was performed, there was again a calcification of the bladder floor. On (B)(6) 2016: transurethral resection of this lesion at the level of the bladder neck. On (B)(6) 2016 there was again urge, nocturia and pelvic pain a cystoscopy was done and there was calcification of the bladder neck. On (B)(6) 2017 a new resection and endoscopic ablation of this calcification at the level of the vesical neck was done. On (B)(6) 2017 a new ablation of the prosthetic material and transurethral calcification using the laser was done. On (B)(6) 2018 there was nocturnal pollakiuria and diurnal frequency was more spaced apart. On (B)(6) 2019 pelvic pain was again noted.